Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult leaflet grasping and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4 with a prolapsed posterior leaflet. Upon grasping with the first clip, the posterior leaflet fell out of the clip and a chordal rupture occurred. The leaflets were regrasped and the clip was deployed. A second clip was then implanted to further treat the tissue injury and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no additional information was provided.